Event description:
It was reported that an ilet user experienced hyperglycemia at 368 mg/dl after performing a factory reset and suspected improper infusion supply placement; the user was advised not to perform another reset and to change supplies, with a plan to reassess for a downward trend after blood glucose questionnaires were collected. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and user education regarding supply replacement and device use. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.